Manufacturer narrative:
On march 5, 2020 mentor became aware that it erroneously submitted some incorrect information with the initial report submitted on january 30, 2020. The left sided device, the one relating to this report, was found ruptured upon explantation. Additionally, this device was had been returned to mentor. D10 has been updated with the information erroneously omitted from the initial report. H6 has been updated with all newly applicable coding. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on march 5, 2020. Device evaluation summary: according to the information reported the patient experienced a rupture of the breast implant and developed capsular contracture. During visual evaluation of the device, a crease was observed on the posterior view. In addition, a tear measuring approximately 10.8 cm was noted within the crease. The evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Breast implants are not considered lifetime devices and rupture is a known complication associated with these devices, this is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced right sided rupture and left sided capsular contracture (baker grade unknown) post procedure. In (B)(6) 2019 the right side became softer and smaller, a change that seemed to take place overnight. The patient opted not to obtain imaging due to the cost. The patient went the physician¿s office and the left implant felt harder than the right. The diagnosis was suspicion of left capsular contracture and right sided rupture. As a result, bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed. This report relates to the right prosthesis. See 1645337-2020-01612 for contralateral prosthesis report.